Event description:
The customer reported that when the power was turned on in a sales office operational check, the ¿check vent: primary alarm failed¿ alarm occurred. There was no patient involvement.